Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between the ipg and external devices. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received identified the ipg was explanted and replaced with new model.

Manufacturer narrative:
Date received by manufacturer. In the previous report (1627487-2017-00917-001) date in section was unintendedly reported incorrect. This report consists of right information.